Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with teflon infusion sets and 23-inch tubing, with a fingerstick blood glucose high of 518 mg/dl and alerts for sustained hyperglycemia; the event was addressed by a full supply change and guidance to use meal announcements for corrections, after which blood glucose decreased within approximately 1.5 hours. Symptoms included headache and cramping. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included case review, user interview, and troubleshooting and education on supply replacement and correction practices. Investigation of this case revealed that the hyperglycemia was consistent with an infusion set or infusion site issue that resolved after supply change and user actions, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user- and use-related factors associated with infusion set performance and correction practices.